Manufacturer narrative:
No product will be returned per customer. The customer complaint of IV tubing broke could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the primary IV 500ml normal saline infusing at 250cc per hour over 2 hours "burst/broke" . Event took place on the cardiovascular unit. No harm reported.